Event description:
A pt reported experiencing inaccurate high results with a ultra meter. The pt's blood glucose results were 223 mg/dl vs. Lab result of 176 mg/dl. Tests were done within 5 minutes with a difference of 27%. Pt did not experience any adverse events.